Manufacturer narrative:
The device was evaluated by the returns department which found that the tubing is broken at the center hole.

Event description:
The dealer states, the right crossbrace is broken in the middle where the bolt goes through.

Event description:
The dealer states, the right crossbrace is broken in the middle where the bolt goes through.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.